Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the site reported that the patient stated that for about a month the device provided significant improvement. Unfortunately, subsequently it did not. The patient was able to intermittently feel some vaginal stimulation. They had trialed all four programs with no responsiveness. Their biggest problem was urgency and urgency associated incontinence, particularly at work. It was noted that the patient had programming on (B)(6) 2013. The patient turned the device off on (B)(6) 2014. On (B)(6) 2013 the patient had appropriate responsiveness on all of their current program settings. The thresholds were achieved at higher voltages than the patient had been using on their own at home. The device was explanted on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3889-41 lot# va03fn9 (B)(4) implanted:(B)(6)2012. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the intermittent vaginal stimulation was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-41, lot# va03fn9, implanted: (B)(6) 2012, product type lead.

Event description:
A healthcare provider (hcp) in a clinical study reported that there was a loss of efficacy. There was an indication that the system initially controlled symptoms but lost its effectiveness. Actions taken remain unknown and event status remains unknown. No further patient complications have been reported as a result of this event. Additional information from the site reported the device was explanted and not replaced on (B)(6) 2014. It was noted that the event was unresolved with no further actions planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.